Event description:
Male customer reporting a potential false positive sars result. Customer had confirmed covid 44 days ago but began showing symptoms again as of 4 days ago. Customer was negative by other rapid antigen tests.

Manufacturer narrative:
Investigation conclusion:a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: website & phone.

Manufacturer narrative:
Updates made: b4; date of report ; updated to today's date. G6 ; follow-up 1. H6: update to type of investigation: added codes 3331, 4106 & 11. Update to manufacturer's narrative: investigation conclusion: a review of the DHR found that the lot met all release criteria.tested 5x retained devices from lot 006351 with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: can not duplicate with retain testing.